Event description:
The patient reported through an attorney as a result of a legal claim, that a revision surgery is scheduled for the first week of (B)(6) 2012.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received, it will be reported on a supplemental report.